Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced inadequate stimulation. The patient's symptoms included shock-like sensations, stiffness, tremors in the right arm and hand, unsteady gait, dizziness, and disorientation. The patient stated that the symptoms occurred regardless of whether the dbs system was turned on or off. The patient had recent therapy changes, including infusions. It was determined that the patient was somehow receiving a very high level of stimulation. Telephone troubleshooting was performed, and the patient was instructed to lower the stimulation parameters. Following these adjustments, stimulation was reported as adequate. The device will not be returned to boston scientific for analysis because it remains implanted in the patient.